Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic nephrectomy. According to the reporter, during use on a patient, the balloon did not inflate. Another device was used. No patient harm. Operating time was not extended beyond 30 minutes. No tissue damage. Nothing fell into the cavity. No bleeding.